Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in upset and crying that they had been having leaking or suction issues with the pw and urine leaking from the base. Offered to troubleshoot but advised the unit was out of warranty, so if they needed a new one, they would have to purchase it oop or see if eligible to get it through insurance. They have uhc, representative advised they do not cover the pw. Customer did not want to troubleshoot, stated they had done that several times and began sobbing. Placed a new order and went over the warranty details if anything were to go wrong with new unit.